Event description:
When inserting camera into abdomen through trocar a small piece of silicone was noted to have torn off the disposable reducer valve and had dropped into the pt's abdomen. Very tiny piece and unable to retrieve despite multiple attempts.